Event description:
It was reported that during an ear, nose, and throat (ent) surgery, it was observed that the motor device was "overheating." The reporter clarified that the device was only used in ent surgeries, and therefore assumed the alleged malfunction occurred during a surgical procedure. It was unknown if there were delays to the surgical procedure. The reporter clarified that the facility had multiple identical spare devices available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.